Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. The infusion set was in use for three hours. High blood glucose (350 mg/dl) was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.